Manufacturer narrative:
This medwatch is being submitted late as it was identified during a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted pursuant to a FDA inspection at the MFR's facility in jan, 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the MFR's decision not to submit mdrs for certain events involving products manufactured at the (B) (4) facility.

Event description:
It was reported that a clamp on the 35" offset double clamp bar broke during use. There was no report of injury or medical intervention associated with this incident.